Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The customer has communicated that the device is not available for evaluation. The customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and to determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. The root cause is unknown. Teleflex will continue to monitor and trend related events.

Event description:
The patient stated that the urine is not going into the bag. They are stating it is backing up in the tube. There was no reported patient injury.